Event description:
The pt contacted lifescan alleging that their fasttake meter was reading inaccurately high. The pt reported blood glucose results of "130 mg/dl" with a lifescan meter and "105 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The pt neither alleged harm nor experienced injury or medical intervention. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specifications. The meter was replaced.